Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to call back if any issues reoccurred.